Event description:
It was reported to vyaire medical that the power led of the vela ventilator does not light up when unit is powered on. There is information of patient involvement associated with the event as of this time.

Manufacturer narrative:
Vyaire file identification: (B)(6). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.